Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device activated without the activation button being pressed, and the button was stuck in the "on" position, continuing to activate. This issue occurred three times with three separate devices from the same lot. The procedure involved addressing adhesions, and the issue was identified when the lever was pushed to expose the l hook, causing unintended activation. Upon inspection, it was noted that the mono button was permanently depressed without any external input, and there was no movement in the button. The devices were connected to a generator with software version 4.0, and another ligasure device was successfully used with the same generator. There were no adverse consequences or impact to the patient, and the procedure was completed successfully.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (sn: (B)(6)); lf5637, ligasure lf5637 retractable l hook (lot#43250277x); lf5637, ligasure lf5637 retractable l hook (lot#43250277x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was self activation. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.